Manufacturer narrative:
The investigation for the reported low pump flow and positioning/kinked cannula issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the cause of the reported issues. No logs are available on constellation and no logs were returned from the field. A visual inspection of the pump revealed a kink in the cannula. No other abnormalities were observed. Based on the provided clinical information, the cannula kink was caused by the patient's anatomy. The cause of the low pump flow was therefore patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported an impella cp was kinked and exhibited low flows. The physician was unable to gain appropriate flows with multiple attempts of repositioning under echocardiogram and fluoroscope. The pump was replaced with another impella cp and there was no report of harm or injury to the patient.